Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. It was stated that often the basal will be suspended but insulin pump beeped reminding to calibrate; on removing insulin pump from pocket the reservoir was loose. Customer alleged insulin pump was over delivering as blood glucose levels were dropping suddenly. Blood glucose level was 2 mmol/l and the current blood glucose was 2.2 mmol/l. Customer treated with food and glucose tablets. The reservoir will not be returned for analysis.